Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology is unknown. The aorta was very fragile according to the physician. This patient was originally implanted with another manufacturers' stent grafts and a talent cuff was implanted at the same time because there was no seal proximally. It was reported that 1 week post implant, the patient presented to the hospital and was found to be losing blood pressure. It was reported that the talent cuff had eroded through the aorta. The decision was made to perform a surgical conversion; however, the patient expired during the procedure.

Manufacturer narrative:
Date of death is unknown. Evaluation results: inherent risk of procedure (death, conversion to open surgery, perforation), patient's condition affected effectiveness of device (pre-existing condition; fragile aorta). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; fragile aorta).